Event description:
The company received a complaint that during a balloon procedure a nurse was sprayed in the eye with bioburden as a device was passed through the bioshield biopsy valve and the lid of the bioshield opened. Customer states that this is the only time they had this issue with the product.

Manufacturer narrative:
Based on the information provided, the nurse underwent a series of tests. All results were negative, and no injury occurred. In addition, the actual device involved was not returned for investigation, and us endoscopy has been unable to perform testing to confirm that a malfunction occurred. (B)(4) technical guidelines requires the facility to provide, and wear, appropriate protective equipment. Compliance would mitigate any potential for harm.